Manufacturer narrative:
The t:slim user guide describes how to fill the cartridge with insulin and load the cartridge into your t:slim pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. Reportedly, the customer had accidentally loaded a used cartridge onto the pump during this event. During troubleshooting with tandem technical support, the customer was able to clear the screen. Blood glucose level was 154 mg/dl.